Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple power sources. In addition, the battery dropped from 75% to 20% while connected to a power source. There was no reported impact to the customer¿s blood glucose level. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
(B)(4).